Event description:
It was reported that a patient underwent a bleb revision surgery with mcc on (B)(6) 2012 and suture was used. The suture was used to sew the conjitival layer. The patient developed itching and burning in the eye. It was noted that a small part of the incision had a button hole. The patient underwent another surgery on (B)(6) 2012 to repair the hole.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.